Event description:
The hospital rep reported an infusion pump with an 812:02 failure code. Ifno was requested but details were not available regarding whether or not the failure occurred during pt use, pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.